Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Additional information obtained from the hospital indicated the wire was stuck on a stent strut. Additional intervention via the micro-catheter was performed to free the device. There was no damage observed during prep. All portions of the device appeared accounted for after removal from the patient's body. No additional surgical or medical intervention was required to complete the procedure. Other devices used during the procedure: guide catheter (6fr) and micro-catheter; brands unknown. Visual and microscopic inspection and functional testing were performed on the returned device. The distal coil was wavy and was bent at 6mm from the distal tip. A fragment of dried blood was also protruding from the side of the sensor housing. A guide wire bend test was performed and the device did not perform within specification. Rotation of the torque device did not result in corresponding movement of the distal tip. Torque had to be built up before rotation propagated through the wire to the tip. During functional testing, the reported failure was unable to be verified. The protruding fragment of dried blood was not caused by any damage to the sensor housing or sensor. The probable cause of the observed failure was bends along the wire. As no bends along the hypotube were noted in the pre-decontamination findings, it is likely that the bends observed post-decontamination were caused during the decontamination process. However, the wavy distal coil and bend at 6mm from the distal tip most likely had the greatest impact on distal tip movement. Unfortunately, we were unable to conclusively determine when and how the failure occurred. The instructions for use (IFU) cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported that during a coronary procedure ifr was measured at lad, then during delivering the wire to cx some resistance to the sensor met to cross the calcified lesion in #11 (the distal coil was free to move). After ifr was measured at cx, the user didn't force removal and used a micro catheter as support for the wire to be removed (during insertion of micro catheter also some resistance met to cross the calcified lesion in #11). The wire was removed by itself, not as a unit or system. The patient's treatment was completed by the procedure. No injuries or adverse events to the patient were reported. The patient's condition on (B)(6) 2016 was noted as "stable." Vessel: cx, occlusion: 50%, tortuousness: slight, calcification: 50% highly calcified.